Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to 200 units within approximately 4-6 hours. Reportedly, the cartridge was filled with 300 units of insulin. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined to provide additional information.